Manufacturer narrative:
Siemens' investigation into the reported issue has confirmed that the console works as specified as the sequences described are automatic motion within safe zones. The movement protection did not fail. The customer had inserted an accessory from a third party vendor that is not authorized for use with the siemens system. This combination reduced the clearance between the gantry and the patient, which had the potential of collision however the customer stopped the device before it could occur. In considering the use of an unauthorized, third party accessory, no corrective action is initiated.

Event description:
The customer notified siemens on (B)(6) 2015 of the following issue: despite incorrect gantry and table positions, due to automatic field sequencing (afs) specification, the gantry will turn automatically. However, according to afs instructions, this motion is not permitted. For example, the gantry turns within auto sequence from 0 degrees to 180 degrees with (table) isocentric position 0. The gantry also moves if the isocentric position of table is > 5 degrees. According to the reported behavior, there is a boolean and function with the afs function implemented, instead of an or function as it is described in the operation manual. The table does not turn first while this plan is configured with rt therapist table movement. There is no report of injury or mistreatment to a patient. This reported issue occurred in (B)(6).